Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was noted that the audio bolus button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the complaint of the unresponsive audio bolus button was unable to be duplicated during investigation. The bolus button was responsive and there was no damage observed to the bolus button cover. The bolus button cover was removed and there was no evidence of damage or moisture found inside the bolus button compartment. Unrelated to the original complaint, it was noted that there was visible rust/corrosion inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The battery compartment was observed to be cracked on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal. The pump was opened and there was no further evidence of moisture found internally. When the pump powered on, the display appeared to be dim and discolored.